Manufacturer narrative:
(B)(4). The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was provided: - on (B)(6), the surgery was performed. During the surgery, bleeding occurred from the surface of the bladder where the uterus was separated. The surgicel powder was used to stop the bleeding. However, hemostasis could not be done successfully, then, some of surgicel powder fell onto the pouch of douglas. - before closing the abdominal cavity, cleaning was done with saline. (The surgeon commented that there is a possibility that excessive surgicel powder could not be cleaned up completely.) - after the surgery, the body temperature did not go down, and it remained around 37.5 degrees celsius. - 2 days after the surgery, crp value suddenly increased to around 18.8. Administration of antibiotics was continued, but the condition was not improved, then, infection was suspected. - on (B)(6), abscess was confirmed from the vagina. (Gray drainage was observed.) - on (B)(6), a second laparotomy was performed to remove the abscess. After removal of the abscess, the affected site was cleaned with a large amount of saline solution (10 l), then, the abdomen was closed. - after the removal of the abscess, treatment was administration of antibiotics only. No other treatments were done. - then, the patient got recovered well. On (B)(6), the patient was discharged from the hospital. - on (B)(6), the patient visited the hospital as the outpatient. Then, delayed healing on the vagina due to infection was observed. Since suturing had been done with vicryl, it was supposed that tensile strength of the suture was not enough, then, the sutured part became partially open. - on (B)(6), vaginal suturing was performed at shiga university of medical science. The patients demographics: the patient was (B)(6). Treatment plan: follow up observation. The surgeons comments: the abscess was cultured, then, it was found that enterococci were the source of infection. It was supposed that, enterococcus in the vagina was not cleaned up completely, then, it increased on the remained surgicel, causing infection. Then, it caused the abscess. - there is a possibility that cleaning was not enough. If cleaning had been done completely, the issue might not have occurred. It is difficult to show the relationship between the surgicel powder and the issue. Additional information was requested and the following was obtained: -please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? (B)(6), female. -what is the date of index surgical procedure? (B)(6). -what were the diagnosis and indication for the index surgical procedure? Total hysterectomy. -was there any intraoperative concurrent use of other products? Vicryl. -what is the lot number? Qebczm. -where was the surgicel used (on what tissue)? The surgicel powder was used in the pelvis. -was the surgicel product left in place? Was the excess irrigated and removed? Physician commented that surgicel powder couldn't wash out completely at the first procedure. A laparotomy was performed again, and the surgicel powder was removed thoroughly. -what were current symptoms following the index surgical procedure? Onset date? The patient was received suture surgery for vaginal site and we couldn't get additional information after that. -what is physicians opinion as to the etiology of or contributing factors to this event? Physician commented that originally vagina was not clean and if they had washed up more they would have avoid this issuee. Physican also commented they couldn't decide the cause of this issue was because of the products. -what is the patients current status? The patient has been discharged from the hospital. And the progress is good. The following information was requested but unavailable: -please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. -what was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? -how much surgicel was used during the procedure? -were cultures performed? If yes, results? -was there an alleged deficiency of the surgicel that contributed to the patients post-operative infection and abscess? Note: event related to surgicel reported via mw #2210968-2020-10058 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent total hysterectomy on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient visited the hospital as outpatient and delayed healing on the vagina due to infection was observed. It was reported to be supposed that the tensile strength of the suture was not enough and the sutured part became partially open. On (B)(6) 2020, the patient underwent vaginal suturing. The surgeon opined that originally the vagina was not clean and if they had washed up more they would have avoided this issue and physician opined they couldn't decide the cause of this issue was because of the device. The patient has been discharged from the hospital and the progress is reported as good. No additional information was provided.